Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released could not be determined. The device was returned with the needle release button depressed and the needle button retracted. The device passed the needle mechanism test with no issue observed.

Event description:
The patient reported that needle button on the v-go device released on it's own.